Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure on an unknown date. The patient experienced a 2cm midline mesh exposure. The exposed mesh was surgically excised. Additional information has been requested.